Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and an absorbable hemostatic agent was used. On the eighth post operative day, the patient developed a fever and treated with an antiphlogistic agent. The patient is now fine. No further information is available

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.